Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the unspecified vacutainer blood collection tube experienced under-fill or low draw of a tube with blood the following information was provided by the initial reporter. The customer stated: they experienced under-filling when using an sst vacutainer. During post market surveillance phone call customer complained of having bd vacutainer® tube sst underfill."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see h.10.

Event description:
It was reported the unspecified vacutainer blood collection tube experienced under-fill or low draw of a tube with blood the following information was provided by the initial reporter. The customer stated: they experienced under-filling when using an sst vacutainer. During post market surveillance phone call customer complained of having bd vacutainer® tube sst underfill."